Event description:
Per the audiologist, the patient has been a non-user of the cochlear implant system since 2003 due to facial nerve stimulation. Reprogramming did not resolve the problem. It was noted that the patient had a thick skin flap. Results of an integrity test done in 2008, showed abnormal impedance levels. It was not possible to determine whether these results were due to the patient's thick skin flap or a device problem. A CT scan done (date not reported) showed the electrode array along the "lateral wall". Explant/reimplantation is scheduled for 2008.

Manufacturer narrative:
This report was filed on august 08, 2008.